Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the mid to distal left anterior descending coronary artery. The target lesion was pre-dilated with an unspecified device. The 2.5x12mm mini vision rx balloon dilatation catheter (bdc) was advanced with anatomical resistance, and the bdc shaft kinked and subsequently broke into two separate pieces on the portion just inside the guiding catheter. The entire bdc was withdrawn from the patient anatomy as a single unit with the guiding catheter and guide wire, and it was confirmed that no bdc device components remained in the patient anatomy. Another mini vision bdc was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.